Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's drain volume was 3408ml. The fill volume was 2000ml. This meets iipv criteria. Product surveillance attempted to contact the nurse on (B)(6) 2011. A detailed message was left to notify the nurse of the iipv event. Product surveillance advised to call should she have any questions or if the patient has reported any symptoms of overfill. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: an increased intra-peritoneal volume (iipv) was confirmed in the logs and not duplicated during the product analysis lab evaluation. The cause was determined to be insufficient drain / one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).